Event description:
It was reported that the customer had a few bent cannulas, but the insulin pump did not alarm no delivery, and his blood glucose did go up. The high pressure test was performed and the device did not alarm no delivery. Attempted to run again the test and the insulin did exit, but the insulin pump did not alarm again. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.